Manufacturer narrative:
Follow-up #1: date of submission 03/31/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/10/2016 with the following findings: there was no unexplained loss of primes observed in the black box. The total daily insulin delivery correctly reflected the user's programmed basal rates. There was no activity outside of normal use observed in the black box or download history. During testing, the pump was exercised for 24 hours with no loss of primes occurring. The pump passed the delivery accuracy test and was delivering within specifications. A loss of prime was induced and the pump gave the appropriate visual and audible alert. The pump was opened and no damage was found to the force sensor circuit. The rewind, load cartridge and prime steps were successfully performed after completing the prime step boxes in the prime menu. The force sensor calibration test confirmed the sensor was detecting the correct force. The reported prime issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging, the patient experienced a blood glucose (bg) value of 22mmol/l with excess urination and extreme thirst. The patient reportedly did not require medical intervention and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated while in the prime/rewind menu, the prime/fill cannula boxes were not filled in, without receiving a loss of prime warning on the pump. The pump reportedly was not priming the tubing during the load step. The pump reportedly has been requested to be returned; however, the patient reamined on inuslin pump therapy. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged prime issue with the pump.